Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -10.0 diopter was implanted into the patients left eye as an exchange lens to resolve low vault. Low vault is still being observed. On (B)(6) 2022 the lens was explanted. " vault too low, the lens has no proper supporting position. The surgeon decided to take it out." Cause reported as unknown. See MFR # 2023826-2022-02520 for initial lens.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found optic torn/split, and haptic torn/broken/bent/deformed/stretched out to the lens. Lens was returned in a damaged state. Unable to perform lens inspection due to damage state of the lens. Claim#: (B)(4).